Manufacturer narrative:
Continuation of d10: product ID 97755 ,lot# serial# (B)(6), product type recharger, product ID 97755, lot# serial# (B)(6), product type recharger, product ID 97715, lot# serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator, h3: analysis of the rechargers (product ID 97755, lot# serial# (B)(6), product ID 97755, lot# serial# (B)(6)) found no anoma lies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were now getting heat from the recharger (rtm) paddle they used to charge their neck implant. Pt said they were also not getting a full charge and it took over 2 hours to charge their implant. Pt mentioned it was hard to get a connection when charging and while charging, the controller would flash to recharge the controller soon. The patient had tried resetting the controller battery already. Pt started a recharge session during the call and reported implant was 80%, but later mentioned charging went off. The patient used a different recharger telemetry module (rtm) and had no issues. A replacement rtm was sent out. No symptoms were reported. Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they received a replacement recharger within the last week because their previous one was taking much longer to charge than expected and it was also becoming very hot. Pt reported that the replacement recharger paddle is still becoming very hot while charging their ins, and also reported that they began feeling intense shocking sensations that seem to be coming from behind their ins. Pt commented that they're unable to feel their stimulation and are having so much pain in neck, shoulders and mid part of their body. Pt confirmed the shocking sensations and return of pain symptoms all began within the past week. Pt commented that they were able to charge their ins to 100% after 2 hours with the replacement recharger. Patient services (ps) attempted to confirm if it's the internal or external equipment that's becoming hot and pt said that their hip is hot after recharging and they laid the paddle on a blanker after charging and it was still hot after laying there for about 10 minutes. An email was sent to the repair department to replace the recharger. Ps instructed pt to also follow up with their hcp/mdt rep about shocking sensations and not feeling stimulation. Ps also reviewed with pt that if the replacement recharger doesn't resolve the issue then they need to make an appointment with their hcp. Additional information was received from the consumer. They noted that the patient had 2 inss, 2 controllers and said they got 2 rtms for their upper ins. Pt was hard to follow as she was jumping back and forth talking about both inss. Pt reported it was taking them almost 2.5-3 hrs to charge with their new recharger. Before the recharger was replaced, pt repeated again they were feeling shocking sensation in the back of the battery. Pt can move certain ways and has been feeling it like in their shoulder blades. Pt does not feel like they are getting any relief and the ins is draining. Even the ptm is draining. The other ins for the lower back has no green light on the controller when trying to charge. Pt then said the lower ins takes no more than 30 min to charge and pt still has 50-60% charge left in ptm. The neck ins, which is on the l side, is where pt feels shocking and it takes longer to charge. Pt then focused on the controller for the lower back as it had no green light. On the call had pt reset the controller (B)(6). The green light started to blink. The issue was resolved on the call. It said it was recharging on excellent. Pt still had a concern about long charging time. Redirected to hcp. Pt mentioned they received request for more info about registration of the second ins but pt did not have that info.